Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The eval confirmed the reported symptom of "system error 105" caused by a failed motor flex. The motor has been replaced.

Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. The customer reported that there was no pt injury. No further info was available.